Event description:
It was reported that the vascular stent was found to be fractured post placement. There was no report of patient injury. No additional information has been provided.

Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21 cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s under #p070014. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample was returned. On the basis of the images provided, the reported stent fracture could not be confirmed, however, a deformation in the middle section indicates a twisting of the stent. Potential factors that could have led or contributed to the stent twisting have been evaluated. Previous investigations of similar complaints have been reviewed. The twisting of this kind of stent may be caused by interactions of various use-related and anatomical factors with the given stent design. Also various physical forces including individual patient factors may contribute to the twisting of a stent in this region. In this case, no procedural details or any other additional information was provided. On the basis of the information available and the images, a definite root cause could not be determined. The IFU supplied with this product sufficiently describes the correct application of the device.